Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level ranged from 347-348 mg/dl. At the time of the report, the customer had already cleared the alarm and resumed insulin delivery, therefore, no troubleshooting could be performed to determine a root cause.